Event description:
Additional information received reported that the patient received assistance form her doctor or medtronic representative on (B)(6) 2013 and their concerns were resolved.

Event description:
It was reported when the patient walked through the security gates at (B)(4) ¿sometimes it affected her device.¿

Manufacturer narrative:
Product ID 3389s-40 lot# v411494, implanted: 2010 (B)(6); product type lead product ID 3389-40 lot# j0222859v, implanted: 2004 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748240 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 37092 lot# 367750002; product type accessory product ID 64002 lot# n346700, implanted: 2013 (B)(6); product type adapter product ID 37651 lot# serial# (B)(4); product type recharger product ID 37642 lot# serial# (B)(4); product type programmer, patient. (B)(4).